Event description:
It was reported that during a laparoscopic urological procedure, air leaked during use. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the devices.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.